Manufacturer narrative:
An event regarding a crack/fracture involving a metal head was reported. Disassociation of the metal head was confirmed following review with a clinical consultant. Method and results: device evaluation and results: the device was not returned however images of the explanted device were available. The images showed the metal head separated from the stem. Some scratches are visible on the metal head. The device is otherwise unremarkable. Medical records received and evaluation: a review of the provided medical record and x-ray by a clinical consultant noted: there is very limited info but the available x-ray confirms a catastrophic trunnion failure with severe substance loss and femoral head disassociation. Component position is however very adequate while no heterotopic ossifications or other pathology are evident that might have contributed to the problem. The primary arthroplasty report also provides no clues to the solution and because there is no other information, this case cannot be solved with the current information. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review a clinical consultant concluded: there is very limited info but the available x-ray confirms a catastrophic trunnion failure with severe substance loss and femoral head disassociation. Component position is however very adequate while no heterotopic ossifications or other pathology are evident that might have contributed to the problem. The primary arthroplasty report also provides no clues to the solution and because there is no other information, this case cannot be solved with the current information. Further information such as return of the device, additional pre- and post-operative x-rays and the full primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Hip revision of broken/fractured trunnion. Patient height and weight not availale. Pictures and x-ray are available. The patient was at church and ¿heard a pop in her hip¿. She was taken to a local clinic for x-rays and discovered that the trunnion of the stem had broken. Left hip.

Manufacturer narrative:
A medical review was completed on june 3, 2016, which stated that an x-ray confirms a catastrophic trunnion failure with severe substance loss and femoral head disassociation. The component position is however very adequate while no heterotopic ossifications or other pathology are evident that might have contributed to the problem. A supplemental report will be submitted upon completion of the investigation.

Event description:
Hip revision of broken/fractured trunnion. Patient height and weight not availale. Pictures and x-ray are available. The patient was at church and 'heard a pop in her hip". She was taken to a local clinic for x-rays and discovered that the trunnion of the stem had broken. Left hip.